Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
(String came out), seeking help to remove it- tampon, vagina [foreign body in reproductive tract]. Cramps- menstrual [dysmenorrhoea] . Adds to (cramps) [condition aggravated]. String came completely out of tampon [device breakage]. Case narrative: consumer reported via e-mail that the tampon string came out of the tampon. No serious injury reported.